Event description:
It was reported that upon review of a transmission it was noted that five months prior the patient had a fast ventricular tachycardia (vt) zone event and the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp), possibly inappropriately. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.